Event description:
Device 1 of 3. Reference MFR report: 1627487-2015-01090, reference MFR report: 1627487-2015-01091. It was reported during a meeting with the patient for reprogramming the patient complained she was not receiving effective stimulation coverage from her scs system. Multiple reprogramming attempts were made to no avail. A system diagnostics showed one of the patient's lead contacts indicated high impedances. Follow-up identified the patient underwent surgical intervention on (B)(6) 2015 and it was found one of the patient's leads had completely pulled out of the ipg header. The lead was re-inserted into the ipg header. Effective stimulation coverage was reportedly recaptured postoperative. The reported issue is resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.